Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: screening device.

Event description:
Information was received from a trial patient in basic evaluation. It was reported that patient felt burning from stim on the right side. She felt like her lead may have become disconnected. She switched back to left and was feeling stim. A day later, patient further reported that she felt like wires came out and she experienced burning again. A lead migration was reported. On (B)(6) 2017 patient reported that she felt stim in her back. She switched the side and issue was resolved at the time of the report. Patient stated her bowel symptoms were horrible yesterday. She had switched the side. It was unknown if the issue was resolved at the time of the reported. Patient status was noted as alive, no injury. Patient had trial started on (B)(6) 2017. There were no further complications that have been reported as a result of this event.